Manufacturer narrative:
The hvad is used for treatment not diagnosis. It was reported a patient was admitted with loss of vision and a driveline infection. Computed tomography (CT) scan and neurological exams ruled out stroke and determined the patient's loss of vision to be a result of a detached retina. The patient's infection was treated with IV antibiotics and a heparin drip. The patient additionally reported he had a driveline disconnection while at home, which was confirmed by a vad disconnect alarm. Inspection of the driveline connector by the vad coordinator determined that the connector and locking mechanism was functioning as intended. The device will not be returned to manufacturer for evaluation as it remains implanted in the patient. Driveline site infection is a known potential adverse event associated with the use of all vads as outlined in the instructions for use (IFU). The IFU and patient manual addresse guidelines for optimal patient management including pre and post-operative infection control measures and driveline care. Although a definitive root cause of the reported infection cannot be determined, patient factors including driveline exit site management and patient comorbidities may increase the risk of infection; there is no indication of any device malfunctions or performance issues. The reported loss of vision may be attributed to a detached retina as reported by the treating facility. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Driveline site infection/tissue errosion/tissue damage is/are a known potential adverse event associated with the use of all vads as outlined in the instructions for use (IFU). The IFU and patient manual addresse guidelines for optimal patient management including pre and post-operative infection control measures and driveline care. Although a definitive conclusion cannot be made regarding the root cause of the reported infection, patient factors including driveline exit site management and patient comorbidities may increase the risk of infection; with no indication of any device malfunctions or performance issues. Heartware is submitting this report as a result of remediation activities related to FDA warning letter (B)(4), dated june 2, 2014, and pursuant to the provisions of 21 cfr part 803.

Event description:
It was reported from the united states the patient presented to the emergency department (ed) with complaints of loss of vision to the right eye and a foul-smelling odor at the driveline exit site. The ed physician, not familiar with the ventricular assist device (vad), disconnected the pump during examination without consequence to the patient. Computed tomography (CT) scan and neurological exams ruled out stroke and determined the patient's loss of vision to be a result of a detached retina. The patient was treated with intravenous antibiotics and a heparin drip. The patient additionally reported he had a driveline disconnection while at home, which was confirmed by a vad stopped alarm. Inspection of the driveline connector by the vad coordinator determined that the connector and locking mechanism were functioning as intended. The device will not be returned to manufacturer for evaluation as it remains implanted in the patient.